Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/22/2021.

Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which revealed that the luer was disconnected from the tube. Further visual inspection of the photo shows that solvent was applied to the junction. The reported condition was verified.  By the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer of a solution administration set was separated (disconnected) from the tubing. This was observed during unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.